Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said monday felt like the wire had moved as it caused them to have diarrhea. They stated they had a bad day/night and rated the evaluation at "3." Patient states things are better today. No further patient complications have been reported as a result of this event.